Manufacturer narrative:
Updated data: b4,d9,g3,g6,h2,h3,h4h6(type of investigation, investigation findings, component code, investigation conclusion),h10. Getinge field service engineer (fse) confirmed complaint in logs. Per latest service manual, replaced executive processor pcb. Replaced printer as a precautionary measure. The issue was corrected. Consumed console cover screw kit. Device passed all functional and safety tests according to factory specifications. The failure analysis and testing department received the following parts associated with this complaint: printer, exec. Processor board. These parts were received with a reported unit failure message of intermittently printing. Performed visual inspection of these parts received and parts looks to be in good condition. Installed the printer and exec. Processor board into the cardiosave and tested both parts together and separately to the factory and the cardiosave service manual. The failure analysis and testing department could not verify the failure of intermittently printing. Both parts passed testing. Exec. Processor board to the supplier for analysis. Error not detected as described intermittently printing. All ict, hi-pot, fct, and manual test result have passed. Please see attached investigation document received from supplier. Retaining the board in the fat per procedure number (B)(4) rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units printer is intermittently printing. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.